Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism occurred resulting in patient complications. A polarx fit was selected for treatment during an atrial fibrillation procedure. The targeted vein was in the right superior pulmonary vein. The procedure had been active for about two hours when st elevation was noted. The procedure halted. The patient then became hemodynamically unstable after the rhythm changes from sinus to ventricular tachycardia then to ventricular fibrillation. The patient was defibrillated as the patient was bradycardic and pacing support was required. Interventional cardiology was consulted, and coronary catheterization was performed and revealed normal anatomy. Air embolism was suspected. The polarx catheter was removed and reinserted once during the procedure. The polar sheath was aspirated after the suspected air embolism. The polar sheath was exchanged from an 8.5f to 12f. There were no issues noted with the irrigation system and no air was observed on imaging. The patient was transported to the intensive care unit (ICU) for observation and is expected to fully recover.